Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a golden system and the unit displayed error c-30 when attempting to cauterize. Based on fa, the probable root cause is attributed to a higher voltage than expected during energy activation, which may be indicative of a faulty electrical component within the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the erbe generator had c-30 errors every time surgeon activates monopolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised power cycling the erbe to see if errors cleared however the issue was not resolved. Site did not have a force triad generator and will look for a new vision side cart. It is unknown how the procedure was completed. There was no report of injury to the patient.